Event description:
It was reported that the ilet battery charger did not power on, showed no green light, and the ilet did not charge when placed on the pad; the issue concerned the charger component and was characterized as a charging problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a charging problem of the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.